Event description:
An axios stent was used to drain gall bladder, however the distal end of stent did not open, leading to perforation. The stent slipped into the gall bladder as distal end did not open.